Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) malfunctioned. Air leak in the loop error occured upon startup of device. There was no patient involvement reported.